Event description:
The patient was undergoing a bronchoscopy by an experienced surgeon. The doctor took a sample of tissue from the carina with the transbronchial needle. There was no difficulty in the actual taking of the biopsy, but the doctor could not get the specimen to come out of the biopsy needle by pushing air through the syringe, as the device is intended to be operated. At the back table, the physician decided to cut the needle with a wire cutter to try to get the specimen out of it. He was able to retrieve part of the specimen, but felt that another biopsy was warranted because the sample that he retrieved was incomplete. A second biopsy needle (from the same manufacturer, but with a different lot number) was used.